Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in a mildly tortous and moderately calcified superficial femoral artery. A 2cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation. The procedure was completed with a different device as different manufacturer and different size successfully. There was no patient complications reported.